Manufacturer narrative:
The user facility reported that during the transfer of a patient from an acute care bed to the 3080 surgical table the table lowered and moved approximately 1 foot. The patient was returned to the acute care bed and a new surgical table was brought into the operating room. The patient was transferred with no further issue. There are no reports of injury to the patient or hospital staff. A steris service technician inspected the table and reported that the movement experienced by the customer was due to worn pads on the feet of the 3080 surgical table. He verified that the table's electrical system and hand control were working to specifications and also articulated the table and all functions were confirmed as working properly. The worn pads allowed the table to move horizontally when pressure was applied by the hospital staff during the transfer/positioning of the patient. The worn pads prevented the floor locks from fully contacting the or floor. The table was repaired by the hospital biomedical staff. They replaced the two worn floor lock pads on the leg section of the table. Due to the age of the table (approximately 20 years) steris recommended replacement of the surgical table however the customer declined.